Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited burn in the plastic distal end cover. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it was not possible to identify the cause of the incident from the information obtained. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.